Manufacturer narrative:
No further information concerning this event was made available from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a syncopal episode and suffered brain damage. An external shock had to be delivered to the patient to end the episode. A review of the episode by the field representative indicated the device may have functionally undersensed the patient's ventricular fibrillation which led to no therapy being delivered for the patient. At this time, no programming changes have been made and the implantable cardioverter defibrillator remains implanted and in service. No additional adverse patient effects were reported.